Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address infection of delta xtend implants.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the complaint description reports a revision due to infection. The devices associated to the complaint were returned for analysis. The DHR analysis performed for all affected products did not reveal any anomalies that could be related to the issue reported on the complaint. No anomaly was detected. All the affected batches were manufactured in 2012. A search into the complaints database was performed, no other similar complaint was reported for the affected product code(s) and lot(s) combination(s). Based on the information received and the investigation performed, the root cause of the incident could not be determined. Device history lot : the DHR analysis performed for product code 130760142/ batch 5202249 did not reveal any anomalies that could be related to the issue reported on the complaint. (B)(4) parts were manufactured per specification. Batch 5202249 was manufactured in november 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.